Event description:
It was reported that the patient was readmitted on (B)(6) 2023 for shortness of breath and decreased urine output. The patient had a decreased appetite. On (B)(6) 2023, the patient only felt stable when sitting still and became very short of breath when trying to ambulate. The patient's legs had edema. Torsemide was not resulting in urination. Only 7 ounces of urine were emptied after 12 hours. Urine was very dark and concentrated. The patient received hemodialysis treatment for worsening renal failure. The patient was treated with aquapheresis.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU), rev. C, is currently available. Although it was reported that the patient's acute kidney injury was caused by heart failure, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including renal dysfunction. No further information was provided. The manufacturer is closing the file on this event.